Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Model sc-1132 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.